Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2018 the pump was refilled. It was stated that the physician who refilled the pump had an "error" on the machine that syncs with the information in the patient's pump so "everything got erased". The healthcare professional (hcp) updated the information. The patient was supposed to have 6 bolus activations in a 24 hour period, so the patient could get a bolus every 4 hours. The patient could not get a bolus because the code 8503 (physician's bolus in progress) was showing on the patient's personal therapy manager (ptm) programmer. The patient left the hcp's office around 3:00pm on (B)(6) 2018. It was reported that the bolus duration was roughly 105:12. This was the first time the patient ever had to wait this long, and normally it was 4 hours that the y had to wait after a refill before they could start using the ptm. The patient has had the same "cocktail of medication" she has always had, but the hcp did change the medication from micrograms to milligrams. No symptoms were reported and no further complications were expected or anticipated.